Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms. The customer reported that their blood glucose levels were high yet did not provided a specific value. Tandem technical service was unable to perform troubleshoot due to event occurred in the past.